Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer¿s reservoir was not working or not able to prime. Blood glucose was 45 mg/dl which they treated. Customer also received a no delivery alarm, changed the infusion set and received another no delivery alarm due to kinked cannula. The customer did not want to troubleshoot for the no delivery alarm. The insulin pump will not be returning for analysis.